Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threads on the white tip from the head impactor from the summit total hip system is damaged. The handle from the head impactor is not affected. The white tip will need to be replaced.